Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following results:the last basal and last bolus deliveries were recorded on 02/18/2014. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be delivering within specifications. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed that the force sensor was out of calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient¿s blood glucose levels were increased. There were no numbers specified and no reported symptoms; this does not meet animas¿ criteria for an adverse event. It was reported that the patient had recently had bariatric surgery; the patient believes that this is not causing the issue. The patient has adjusted basal rates in an attempt to control blood glucose levels and alleged that the pump was not delivering insulin properly. The basal rates were not set by a health care practitioner. This complaint is being reported because the reported issue was not resolved with troubleshooting and because of the allegation of a pump delivery issue.